Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with episodes of high ventricular rate from the pulse generator. Upon examination of the episodes, it was discovered that the right ventricular lead exhibited noise oversensing causing a detection of high ventricular rate. The patient was asymptomatic and was in stable condition. No programming changes were made. The clinic elected to continue to monitor the patient remotely via merlin.net.